Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. Customer was swimming. Customer reported they received the open book image on the insulin pump screen. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section h10 with this report. This complaint is related to litigation and legal restrictions which do not currently allow completion of product analysis. The complaint is being closed based on the information currently available. If the restrictions are lifted or additional information otherwise becomes available, this complaint will be re-opened and re-evaluated. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Customer returned pump for an alleged critical pump error (open book image) alarm found on (B)(6) 2022. The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Unable to interrupt critical pump error (open book) alarm to download firmware using crest. The pump was cut open to perform a visual inspection. Corrosion and moisture damage were found on the electronic assembly (pcba 1 and pcba 2) and rust/corrosion on the motor and force sensor cleaned pcba 1 and pcba 2 with isopropyl alcohol with no effect. A test case, pcba 1, motor, and force sensor was swapped out. Successfully downloaded firmware utilizing crest and downloaded the trace/history files using thus. A review of the downloaded history files shows the pump alarmed pump error 35 on (B)(6) 2022 at 17:16 which caused the critical pump error (open book image) alarm. The force sensor zero offset is within specification (23.3 mv). Critical pump error (open book image) alarm and pump error 35 alarm are due to moisture damage on the force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, broken belt clip rails, stained serial number label, end cap address label faded, cracked select button keypad overlay, stained keypad overlay, keypad overlay texture damage, cracked battery tube threads, and pillowing keypad overlay. Critical pump error (open book image) and pump error 35 alarms are confirmed due to rust/moisture damage on the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.